Event description:
It was reported that the patient was admitted on (B)(6) 2022 for a transient ischemic attack (tia). A computerized tomography (CT) scan was performed. The patient was asymptomatic and was noted to be on warfarin and aspirin at the time of the event. The patient's heparin dose was adjusted, and they were discharged on (B)(6) 2022. Due to the hospital's privacy policy, no additional information could be provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(4), and the reported transient ischemic attack (tia) could not conclusively be established through this evaluation. Additional information was requested from the account but was not provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). No further related events have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) (rev. B) is currently available. Section 1 of this document lists neurological dysfunction as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ also lists neurological dysfunction as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.